Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "this is a report about leakage from q-syte."

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "this is a report about leakage from q-syte."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-17. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte device and three photographs. Through the initial visual inspection of the returned device, damage was not observed. The q-syte unit was then tested for leakage in both the actuated and unactuated positions. Leakage through the vent hole was observed only in the actuated position. This is indicative of damage to the column wall and/or bottom disk. The septum was then removed from the top and bottom body of the q-syte for further microscopic inspection. Damage was not observed to the top disk however slight damage was observed to the slit of the bottom disk. The bottom disk slit was then graded and found to pass specification. A tear was also found on the column wall which would allow leakage to occur through the vent hole. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. During use, excessive actuations or extraneous force on the septum may also result in tearing of the septum wall. As the device has been opened and used, it cannot be conclusively linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "this is a report about leakage from q-syte." According to the customer's report, the infusion fluid (vasopressor) leaked from the side of q-syte (which affected patient's conditions). Bd was notified that after the incident reported, the patient had a mortality outcome.

Manufacturer narrative:
The following fields were updated due to additional information: b.2. Death? Yes. B.2. Date of death: (B)(6) 2021. B.5. Describe event or problem: it was reported that bd q-syte luer access split septum leaked. The following information was provided by the initial reporter: "this is a report about leakage from q-syte." According to the customer's report, the infusion fluid (vasopressor) leaked from the side of q-syte (which affected patient's conditions). Bd was notified that after the incident reported, the patient had a mortality outcome. H.1. Type of reportable event: death. H.6. Imdrf annex e grid: e2401 - insufficient information. H.6. Imdrf annex f grid: f02 - death. H.6. Imdrf annex a grid: a24 - adverse event without identified device or use problem (2993).